Event description:
Three standard bone i.v catheter extension sets in which the male end of the luer leaked during patient use. The luer was connected to an angio catheter. There was no injury of medical intervention. The sample was discarded by hospital staff.